Event description:
It was reported that a neopicc was inserted 2004. PICC line was found to be broken at the "plastic heart" on the catheter at removal. 15 cms of the catheter was removed from the patient percutaneously. Report states that the "patient cephalic intact". No other details provided. There were no patient complications.

Event description:
Two screws were implanted during a right bunionectomy. At some point in past 6 years patient noticed a lump. Recent x-ray showed screws fractured. To date, screws have not been removed.